Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in an adult female patient who had essure (batch no. 809010) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included candidiasis and hypertension. Concurrent conditions included obesity and uterine fibroid. Concomitant products included lisinopril for blood pressure high, metoprolol for supraventricular tachycardia as well as fluconazole (diflucan), ibuprofen, medroxyprogesterone acetate (provera), metronidazole (flagyl) and terconazole. On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psych injury/psychological or psychiatric problems condition: depression and mental anguish;"), anxiety ("psych injury/psychological or psychiatric problems condition: depression and mental anguish;") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (robotically assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on 14-jan-2019. At the time of the report, the pelvic pain, abdominal pain, menorrhagia and vaginal haemorrhage had resolved and the depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for- pain and bleeding insertion details: the number of expanded coils that appeared trailing into the uterine cavity was 3 and 5 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Hysterosalpingogram - on (B)(6)2011: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 24-jan-2020: pfs received : outcome of the event - abnormal bleeding (vaginal) was updated as recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury"). The patient was treated with surgery (essure removed by hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain and menorrhagia had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient received treatment for- pain and bleeding diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2011: essure device was successfully occluded/bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: case became incident, product stop date added. Event added- abdominal pain, menorrhagia (heavy menstrual bleeding) and psych injury. Patient demographic details added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in an adult female patient who had essure (batch no. 809010) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included candidiasis and hypertension. Concurrent conditions included obesity and uterine fibroid. Concomitant products included fluconazole (diflucan), ibuprofen, medroxyprogesterone acetate (provera), metronidazole (flagyl) and terconazole. On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psych injury/psychological or psychiatric problems condition: depression and mental anguish;"), anxiety ("psych injury/psychological or psychiatric problems condition: depression and mental anguish;") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (robotically assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain, abdominal pain and menorrhagia had resolved and the depression, anxiety and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for- pain and bleeding insertion details: the number of expanded coils that appeared trailing into the uterine cavity was 3 and 5 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Hysterosalpingogram - on (B)(6)2011: total bilateral occlusion. Lot number: 809010 manufacture date: 2010-12 expiration date: 2013-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-nov-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the black positioning marker moved away from the tubal ostium and disappeared out of view into the hysteroscope operating channel. At this point, approximately em of the micro-insert (wound-down coils) appeared trailing into the uterus') and pelvic pain ('physical pain/pelvic pain') in an adult female patient who had essure (batch no. 809010) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included candidiasis and hypertension. Concurrent conditions included obesity and uterine fibroid. Concomitant products included fluconazole (diflucan), ibuprofen, medroxyprogesterone acetate (provera), metronidazole (flagyl) and terconazole. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psych injury/psychological or psychiatric problems condition: depression and mental anguish;"), anxiety ("psych injury/psychological or psychiatric problems condition: depression and mental anguish;") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (robotically assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, depression, anxiety and vaginal haemorrhage outcome was unknown and the pelvic pain, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for- pain and bleeding insertion details: the number of expanded coils that appeared trailing into the uterine cavity was 3 and 5 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 10-oct-2019: pfs & mr received. Lot number was added. New reporter's was added. Patient's demographics was added. Added event abnormal bleeding (vaginal), psych injury updated to psychiatric problems condition: depression and mental anguish, event added from insertion :the black positioning marker moved away from the tubal ostium and disappeared out of view into the hysteroscope operating channel. At this point, approximately 1 cm of the micro-insert (wound-down coils) appeared trailing into the uterus. Medical history, concomitant conditions, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in an adult female patient who had essure (batch no. 809010) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included candidiasis and hypertension. Concurrent conditions included obesity and uterine fibroid. Concomitant products included fluconazole (diflucan), ibuprofen, medroxyprogesterone acetate (provera), metronidazole (flagyl) and terconazole. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psych injury/psychological or psychiatric problems condition: depression and mental anguish;"), anxiety ("psych injury/psychological or psychiatric problems condition: depression and mental anguish;") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (robotically assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain and menorrhagia had resolved and the depression, anxiety and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for- pain and bleeding insertion details: the number of expanded coils that appeared trailing into the uterine cavity was 3 and 5 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Amendment: the report was amended for the following reason: significant amendment was done. Event device dislocation deleted from case. Case routed to next level. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.